Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that the mitraclip ntr/xtr instructions for use, warns: pulling the gripper line too quickly or with excessive force may raise the grippers, resulting in device damage and/or compromise leaflet capture and insertion. In this case, it was reported that the physician pulled the gripper line with excessive force after resistance was felt; therefore, the reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to user error. Based on the information reviewed and without the device to analyze, a cause for the reported difficulty removing the gripper line (physical resistance/sticking) cannot be determined. The reported improper or incorrect procedure or method (failure to follow steps/instructions) contributed to the reported gripper line break. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line broke. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) grade 4. The clip was advanced to the mitral valve and the clip was placed. However, when establishing gripper line removability, resistance was felt and the gripper line broke. The user exerted a lot of force when testing the gripper line. Clip deployment was continued without any other problems. The gripper line was removed by hand after the clip was deployed, no portion of the gripper line remained in the patient. A total of two clips were implanted, reducing mr to less than 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.